Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side seroma. Device remains implanted.

Manufacturer narrative:
Further investigation has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported that the physician examine the device and determined that it was not ruptured, fluid was collected after surgery and the pathology report indicated that the patient had a rare bacteria infection. Device has been explanted.

Event description:
Patient reported a right side seroma. Patient additionally reported "device is surrounded by fluid and is leaking brown", "rupture", "nipple leakage" and "the skin is very loose." Patient additionally reported that the physician examine the device and determined that it was not ruptured, fluid was collected after surgery and the pathology report indicated that the patient had a rare bacteria infection. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specification, crease fold, deformation and white particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further investigation results: review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Deviation (B)(4) was referenced in DHR record for work order (B)(4); this deviation is related to a weight tolerance issue, however there is no impact to the devices as this deviation was referenced just as a containment measure. Also, these defects have no relation with the reported event. DHR for work order (B)(4) indicates that there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number and this has no relation neither can cause the reported event. Other records reviewed: environmental monitoring results for (B)(6) 2016, and bioburden monitoring results for (B)(6) 2016. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late and rupture.

Event description:
Patient additionally reported "device is surrounded by fluid and is leaking brown", "rupture", "nipple leakage" and "the skin is very loose." Device remains implanted.